Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing discomfort and spasm in their leg due to the leads' proximity to the nerve root. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein, the leads were repositioned to address the issue. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Correction section h6: health effect impact code- 4610 added.